Manufacturer narrative:
The sealed boxes were examined for visual inspection and no defects were observed on the boxes. The information of the product code, lot number and graphic on the label boxes printed was compared and the information was correct. This is an international code and the box should show j214h. According the evaluation, no defects were found and the information on the boxes is correct according to our system.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The photo of product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the distributor that the product was mislabeled with product code j214h. The lot number belongs to product code j214w. No additional information was available.

Manufacturer narrative:
A photographic evaluation was performed. This is an international code. The box should show (B)(4). Therefore the tb graphic is the correct one for this batch.